Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital- added due to character limitation in respective field.

Event description:
It was reported, the videoscope had an e218 error (scope malfunction error). The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition to this, a reportable image noise was found during evaluation. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope malfunction error (e218) and image noise were due to the cable of the image sensor unit being disconnected at the curved part. The event can be detected by following the device in accordance with the following instructions for use: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device.